Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 400 mg/dl. The customer treated for their high blood glucose with manual injection. The customer stated that insulin pump had insulin flow blocked alarm and insulin exited during 5 unit fixed prime or fill cannula. It was unknown that customer using auto mode feature active at the time of event. Customer¿s other blood glucose was 167 mg/dl. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed set.

Manufacturer narrative:
Retainer = black customer returned insulin pump for an alleged no delivery/occlusion alarm found on (B)(6) 2020. Device was received with pump error 37 alarm during rewinding. Unable to perform the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test or displacement test due to pump error 37 alarm. Thus software was utilized and downloaded trace/history files properly. In further full review in the device history file/ trace found no unexpected no delivery/occlusion alarm in the event date of (B)(6) 2020. Device was cut open to perform visual inspection and no moisture damage found on the electronic assembly, motor assembly and force sensor assembly. Found jammed motor gearbox. Swapped out test motor and the pump passed rewind test. Confirmed pump error 37 alarm due to jammed motor gearbox. The force sensor measurement was within specification range (22.8 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: broken battery tube threads, cracked case along the side of the battery tube and minor scratched lcd window. No delivery/occlusion alarm was unable to confirmed due to pump error 37 alarm. Pump error 37 alarm due to jammed motor gearbox. Cosmetic damage found on the back of the battery tube. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.